Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the hinges on the back cover needed to be replaced but was unable to confirm the comment that the stylus was not working and/or calibrating, however the broken power bay was replaced to resolve and the stylus was replaced and calibrated as a preventive. It was further noted that a broken display hasp and the missing wireless label were additionally replaced. The device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the hinges on the back cover of the programmer needed to be replaced, and that the stylus pen was not working and/or calibrating. The programmer has been returned for repair, and the stylus pen has been returned for replacement. No patient complications have been reported as a result of this event.